Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead was dislodged and there was no capture. The lead was explanted and replaced. During the procedure the lead was extracted and replaced without any adverse event, the patient remained stable before, during and post procedure and will continue to be monitored.